Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the junction at the end of the vein crack during usage on the patient.

Event description:
It was reported that the junction at the end of the vein crack during usage on the patient.

Manufacturer narrative:
(B)(4). The customer returned an opened kit containing various components including a connector assembly for evaluation. Visual examination revealed the red (arterial) luer hub contained one large crack. The damage appeared consistent with repeated tightening of the luer. The connector assembly was functionally tested by flushing both lumens using a water-filled lab inventory syringe. When the arterial line was flushed, water leaked from the cracked luer. No leaks were detected with the venous line. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer was confirmed by complaint investigation of the returned sample. The arterial (red) luer contained one large crack, consistent with over-tightening of the luer. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.